Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms confirmed the presence of noise on the rv channel which led to shock delivery as reported in the complaint description. Furthermore the trend curves showed an increasingly varying pacing impedance since (B)(6) 2016. The rv coil continuity was stable around 350 ohms between (B)(6) 2016 and (B)(6) 2017 with a subsequent decrease to <200 ohms until (B)(6) 2017 and again from (B)(6) to (B)(6) 2017. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 56 months an inappropriate shock was reported. At the moment biotronik has no further information regarding a revision procedure.